Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During the surgery, the surgeon was suturing the mechanical valve 21 regent. While checking the opening and closing of the valve leaflets during suturing, a small tear suddenly appeared in one of the leaflets. The surgery was immediately stopped, the valve was removed, and a non-abbott valve was used to continue the operation. The patient was reported normal and had no effect.

Manufacturer narrative:
It was reported that during procedure, a small tear in leaflet was found and was therefore not implanted. A returned device assessment could not be performed as the device was not returned for analysis. A photo was received from the field, showing a small hole in the valve leaflet, but it was unclear from the picture. Based on the information received, the cause of the reported incident appears to be related to damage during use. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During the surgery, the surgeon was suturing the mechanical valve 21 regent. While checking the opening and closing of the valve leaflets during suturing, a small tear suddenly appeared in one of the leaflets. The surgery was immediately stopped, the valve was removed, and a non-abbott valve was used to continue the operation while patient on bypass. The patient was reported normal and had no effect.